Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was transported via ambulance to the hospital and subsequently hospitalized multiple times with diabetic ketoacidosis. Reportedly, the cause was an unspecified pump issue. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.